Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4)has been completed. As received, the monitor reset during incoming functional testing. Upon investigation, the positive lead on high-voltage capacitor c19 was found to be lifted from the solder pads on the defibrillation board, causing the test failure. The root cause for the lifted lead could not be positively identified, but the damaged likely resulted from the monitor impacting a hard surface. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the lifted leads. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming functional testing. The last pt to use this monitor did not report any deficiencies.